Event description:
On (B)(6) 2009, this pt underwent endovascular treatment for a thoracic aortic aneurysm measuring 80mm and was implanted with two gore tag thoracic endoprosthesis. No adverse event including endoleak was identified, the pt tolerated the procedure. On (B)(6) 2009, the pt was discharged. On (B)(6) 2010, the pt underwent a follow-up exam which determined the aneurysm measured 77mm in diameter. The pt was reported to be in good condition. On (B)(6) 2011, the pt underwent a follow-up exam which determined the aneurysm measured 75mm in diameter. The pt was reported to be in good condition. On (B)(6) 2012, the pt underwent a follow-up exam which determined aneurysm growth to 80mm in diameter. On (B)(6) 2012, the pt underwent reintervention and a zenith tx2 taa endovascular graft was implanted to repair a proximal type I endoleak. The pt tolerated the procedure.

Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: according to the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include, but are not limited to: endoleak, reoperation.